Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 16-aug-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a clinical study regarding a patient receiving hydromorphone (20 mg at 3.99863 mg/day), bupivacaine (20 mg at 3.99863 mg/day) and fentanyl (1000 mcg at 199.9313 mcg/day) via an implantable infusion pump. It was reported that a failed catheter dye study was performed on (B)(6) 2019; the catheter access port could not be aspirated. It was noted that the catheter had a break/cut. The entire system was explanted and replaced on (B)(6) 2019. No symptoms were reported. The issue was reported to be resolved without sequelae. The devices were disposed of according to biohazard instructions. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the distal tip of the catheter migrated and the proximal end was removed on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. The clinical diagnosis was catheter migration and device diagnosis was catheter dislodgement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the spinal portion of the catheter was transected distal to the anchor at the level of the lamina. The distal catheter had migrated into the spinal canal and was not accessible. No further complications were reported/anticipated.